Event description:
User facility reported that the device was in use used for epidural anesthesia. According to reporter the loss of resistance syringe component did not give the feedback expected during placement of the epidural needle. According to reporter, the needle was advanced past the epidural space and dural puncture occurred. Pt were given blood patch procedure to address post dural puncture headache. No permanent adverse effects to pt reported.

Manufacturer narrative:
Evaluation summary: the mfg facility performed a device history review of the lot number reported (2266684): the review showed no deviations or abnormalities related to the reported issue. One loss of resistance syringe component was returned for evaluation. The used sample was sent to component supplier for evaluation. The syringe was measured at various points to ensure the device had been manufactured to specifications; the returned sample met with dimensional specifications. The syringe was also given functional testing with a force gauge; this testing showed the sample met with functional requirements. The component supplier determined during their testing that the resistance of the syringe was within specifications and the device functioned as specified. The root cause of the reported issue could not be established as the returned device met with specifications.